Event description:
It was reported that an alarm was heard however telemetry had not yet been performed. The device system was used to deliver dilaudid. It was reported that a motor stall was noted in the event logs with no motor stall recovery recorded. The patient reportedly heard the alarm and was having symptoms. The device manufacturer representative was asked to interrogate the pump and logs indicated the motor stall occurred on 2014 (B)(6) at 15:45. The patient was experiencing increased pain, did not feel well and had a severe headache. The patient was previously refilled on 2014 (B)(6) and was fine at the time. The patient also had a pacemaker implanted on 2014 (B)(6) and had ¿some complications¿ with that and was in the hospital for ten days. It was confirmed however, the patient didn¿t have an MRI the day the stall occurred or any other medical procedure. The patient had been at home at the time of the stall. The device manufacturer representative planned to call the health care provider (hcp) to inform him of the stall. Later the same day, it was reported that the pump was being scheduled for replacement. It was later reported that the patient had indicated he had a headache and ¿just wasn¿t feeling well¿. The hcp and another device manufacturer representative were notified of the motor stall which had not recovered upon the reporter leaving the patient. The device manufacturer representative was instructed to let the patient know the office would be in touch with him that afternoon. It was later reported the patient¿s wife ¿wondered if¿ the recent pacemaker implanted could be related. The patient continued to be in pain since the stall which had not recovered. The patient was on a pca (patient controlled analgesic) pump and the pump was to be replaced on 2014 (B)(6). The device manufacturer representative planned to make sure it was returned. The pump was confirmed to have been replaced as reported. It was further reported the cause of the stall remained unknown. As previously reported a device manufacturer representative checked the pump on 2014 (B)(6). A critical alarm had been sounded ¿since 2014 (B)(6) or 2014 (B)(6)¿. It was reported, a new pump and catheter were implanted. It was noted, ¿we know that catheter flow was sluggish¿ so a new catheter was inserted as well as a pump. Dilaudid was restarted in the new pump and in terms of how the patient was doing; the hcp had been unable to reach them.

Event description:
Additional information was received. It was reported that the message ¿stopped pump period may exceed tube set¿ was logged 48 hours after the motor stall occurred. The pump had remained stalled at the time of explant. It was indicated that the patient experienced increased pain and was given oral medications. It was noted that the patient¿s family felt that the alarm had not gone off every hour as it had been set to. At the pump replacement, it was found that the existing catheter was not patent and there was an inability to aspirate cerebrospinal fluid. It was stated that there had been no patient injury. The pump had been set to deliver 4.794mg/day, but was reduced to 0.5mg/day following replacement.

Manufacturer narrative:
Product ID 8703w, lot# l47427, implanted: 1997 (B)(6); product type catheter product ID 8703w, lot# l47427, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to gear-pinion. Analysis of the catheter found no significant anomaly. Analysis found the catheter body had a slice cut.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 indicated the patient experienced failure of delivery failure, pump failure, and catheter failure. The patient had injuries of failure of therapy, withdrawal, and surgery. The date of injury was 2014 and was under investigation. No further complications were reported.

Manufacturer narrative:
(B)(4).